Event description:
It was reported that the intellivue mx500 patient monitor speaker was malfunctioning, there was no sound coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.